Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit alarmed insulin flow blocked at bolus delivery due to high current motor draw. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. It was reported that the during prepping of the reservoir customer's father noticed the piston does not seem to travel up when pressing down the place button. The customer father advised to perform device verification test. Father removed the reservoir and performed reservoir tubing process. When pressing place the pump immediately alarms load reservoir complete. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.